Manufacturer narrative:
B5 updated with additional information received from the clinical site. H6 medical device problem code a0414 was added based on the additional information.

Event description:
The 5.5 pump support has continued since initial reporting. On day 17 of the pump support there was reported sleeve damage noted on the pump. How the anticontamination sleeve was damaged was not shared. The pump remains on for support despite the malfunction. Currently, at the time of reporting the pump is supporting on day 20 with plan to bridge to a left ventricular assist device (lvad). The pump has been utilized beyond the pump indication for use as noted in the instructions for use. The pump is functioning as expected, p-6 with 3.6l/min flow with d5w with sodium bicarbonate in the purge solution.

Manufacturer narrative:
B5 additional information was received.

Event description:
New information was relayed regarding the vt. The causal link of vt to the pump can not be proven nor discounted with information known. Aicd was previously placed, but it wasn¿t on the same hospital admission as this impella pump support. Information is not known if the vt was new to this admission either.

Event description:
Clinical narrative: an impella 5.5 was inserted via the right axillary artery graft site to support the 73 year old male patient who had been admitted in with acute decompensated chronic cardiomyopathy, presenting in scai stage d shock. Other underlying medical history was not shared. On the 9th day of support the patient was defibrillated for ventricular tachycardia. The defibrillation was performed by the patient's automatic implantable cardioverter-defibrillator (aicd). No further treatment was necessary. The pump remains on for support to date of reporting. While on support the device functions as expected, p-6 with 3.7l/min flow with d5w with sodium bicarbonate in the purge solution. Electrophysiologic events may be influenced by the patient¿s underlying clinical condition in the setting of cardiomyopathy and presentation in society for cardiovascular angiography and interventions (scai) shock stage d.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.